Event description:
In (B)(6) 2010, the patient began treatment with dianeal pd2 ultrabag, intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient was diagnosed with peritonitis. On (B)(6) 2010, the patient was hospitalized for peritonitis and began treatment with vancomycin 1gm ip once every 96 hours and was given a loading dose of amikacin 250mg ip. On (B)(6) 2010, the patient began treatment with amikacin 125mg ip once daily. The root cause of the peritonitis was unknown. At the time of reporting, the patient remained hospitalized and it was unknown if his remedial treatment continued. The outcome of the patient's peritonitis was unknown. Dianeal therapy continued. The nurse believed that the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.